Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer thought he was 92 mg/dl and was able to get the quick set in. The customer stated that the quick set got stuck to the sides of the inserter. Customer declined to troubleshoot for high readings. The product was not returned for analysis.